Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was not reported. The patient discontinued extraneal and physioneal therapies and switched to hemodialysis. At the time of this report, the patient was not yet recovered from the event. No additional information is available.